Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) failed and displayed an unknown error. Based on the archive data review, the unknown error message reported by the customer was determined to be user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The error was reproduced during the functional testing. The root cause for the (ua) 45 was due to the drive shaft not being at "home position", likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The complaint that an autopulse li-ion battery was stuck in the platform was not confirmed. The internal battery compartment was inspected, and no fault was found. There was no damage to the battery compartment. During further visual inspection, unrelated to the reported complaint, the front and bottom enclosures were observed to be cracked/damaged. The observed physical damage appeared to be the characteristic of user mishandling, such as a drop. The front and bottom enclosures were replaced to remedy the damage. A review of the archive data showed (ua) 45 errors: thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 45 displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was returned to the home position to remedy the problem. Following service, the autopulse platform was subjected to the run-in test for 15 minutes. The platform passes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) failed and displayed an unknown error. An autopulse li-ion battery (sn unknown) was stuck in the board but they were able to get it out. No additional information was provided. It is unknown if patient involvement occurred.

Manufacturer narrative:
**UDI related data quality updates only**